Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked door latch. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The cracked door latch was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the door latch assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.